Event description:
It was reported that the user accidentally powered down the ilet during a supply change, then placed it on the charging pad and restarted, after which an agent assisted with completing the supply change; the blood glucose reached a high of 246 mg/dl and remained elevated for about one hour, and the device alerted for high glucose. Symptoms included no reported signs or complaints. Outcomes included transient hyperglycemia without need for outside assistance or medical intervention. Investigation included complaint intake review and troubleshooting with education that the ilet would bring glucose down over time. Investigation of this case revealed no device malfunction or component failure was identified, and the event was consistent with hyperglycemia of unclear cause following an interruption in therapy during the power down and supply change; glucose subsequently trended down to 233 mg/dl as the system resumed dosing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.